Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/14/2025, a sales representative reported via email that an ar-1588tnt2 fibertag tightrope ii abs implant had broken before it could be fully used. No further details were provided. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested if this occurred on the back table.